Event description:
Ous MDR - after an implantation time of about 56 months, oversensing with inappropriate shock deliveries was reported. During the following interrogation, the ICD was in backup mode, and the device displayed an error message. During the revision, the lead was measured and showed unremarkable values except for a shock impedance = 430 ohm. The ICD was exchanged. Since interference signals appeared after reconnection of the lead to the new ICD during insertion into the pocket, it was decided to also exchange the lead. It was capped and deactivated. Only the connector of the lead and the ICD were returned to biotronik for analysis.

Manufacturer narrative:
The ICD and the lead were returned for analysis and extensively analyzed. The returned ICD first underwent a status interrogation. The device status was mol2, and 23 charge processes had been registered. The ICD's memory content was analyzed. The analysis showed that episode recordings and iegms were deleted during a re-initialization on (B)(4) 2016. The cause for the activation of the safe program could, therefore, not be determined. A possible cause for the activation of the safe program is damaged memory content, which was successfully corrected during the re-initialization. In general, the device is capable to detect damaged memory content and to correct individual memory sections on its own if necessary. If several memory sections are affected at the same time, the device activates the safe program, which is loaded from an unchangeable additional memory. Therefore, the vf detection criteria are fixed in this program and designed for ensuring the safety of the largest possible patient population. The signal sensing and the impedance measurement functions of the ICD were checked. The signal sensing proved to be free of noise. The ICD sensed supplied signals free of interference. The impedance measurement functions behaved properly during the testing. The tests showed no anomalies that could be related to the clinical observation. In addition, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. In addition, the production documents of the ICD were reviewed. All manufacturing steps had been carried out properly. There was no indication of a material defect or a manufacturing error.